Manufacturer narrative:
Section e4, g3, h4: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report # (B)(4) was received on 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was presented with near-syncope in the setting on hemoglobin 5.6, international normalized ratio (inr) 1.4, octreotide 100mcg three times per day, pulsatility and absence of aspirin therapy. Six units of transfused blood were required over the hospitalizations. Endoscopic evaluation included colonoscopy and esophagogastroduodenoscopy push enteroscopy which both failed to identify a bleeding source. No heparin bridging prior to discharge. Patient declines the total removal of coumadin therapy due to concern for stroke risk. The patient has a history of gastrointestinal bleeding.